Event description:
The customer reported that the speaker is not functioning. A "speaker malfunction" inop was displayed on the intellivue mp20 monitor and no sound was coming from the device. No death or patient injury or harm was reported.